Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 13-may-2024 , it was reported that three infusion set tubing was leaking at site and infusion set is use for less than 2 days. The blood glucose level was high, and the issue is occurring due to correction bolus via pump. No further information available.

Manufacturer narrative:
Initial and final MDR 1904689 - MDR 3003442380-2024-12403 - device 1 of 3.